Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. . Patient called to report that their device was explanted. Patient did not know the date when the device was explanted. Patient said the reason for explant was that therapy never worked and helped and they needed an MRI of the knee. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.